Event description:
According to the reporter, prior to use, the powered handle did not articulate and did not rotate. The commands did not work. The jaws did not open or close due to the controls not working. Another adapter and shell were used, but the issue was not resolved. When the handle was reset and the handle was connected to the software, it did not give any error, and the issue was still the same. There was no patient involved. Medtronic's initial evaluation of the incident device found that the motor screws for this motor had become loose, allowing the motor to move around.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter, (serial number: (B)(6) unknown egia su, unknown endo gia sulu, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. Functional testing found that the device initialized after being fully charged on an rpa charger running v16 software. A knocking noise was heard during the handle's initialization. The handle had 55 of 300 procedures remaining. The handle was noted to be running v29.7 software. An rpa clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device. The clamping, rotation, and articulation keys were all intermittently responsive. The handle was opened up. The ir shield was damaged. The switch connections were probed at the adapter switch board connection using a multimeter. The clamping, rotation, and articulation switches were found to have intermittent voltage drops. The handle was green key reset and motor 2 was found to be loose. The motor screws for this motor had become loose, allowing the motor to move around. The connection between the motor output shaft and trilobe coupler was not impacted. It was reported that the device did not rotate, articulation was insufficient and unable to perform clamp test. The reported issues were confirmed. The most likely cause was traced to component failure. The evaluation detected an unreported condition: of broken ir shield. The product analysis noted evidence that the device was not used as intended. This issue can occur due to rough handling, such as the handle being dropped. No enhancements or improvements were generated for the observed condition. Another unreported condition was identified: loose motor screws. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.